Event description:
Information obtained identifies the procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 within (information inadvertently left off of previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error e200 was reported due to failure of the limit switch on the filter turret side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation e200 turret error code could not be reproduced. The device evaluation also found that there was a lot of dust around the internal lamp. It was confirmed that the power could turn on; there was no abnormality in the connection nor in the image; the illumination light is emitted from the tip of the insertion tube and it changes with the brightness level. Lastly, it was confirmed that the icon for the switched observation mode was displayed and that the image was switched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e200 turret error code was received when using the visera elite xenon light source. The issue was found during an unspecified procedure. The procedure was completed using the same device. There was no information provided regarding if the procedure was delayed. There were no reports of patient harm.